Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had lost power at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: a review of the black box history revealed a ¿low battery¿ warning followed by a ¿replace battery¿ warning. No damage, moisture or contamination was found to the battery compartment. The battery cap was not returned. A test battery cap was used for testing purposes. The pump was exercised for 24 hours with no power issues or battery related warnings observed. The pump case was removed; no evidence of moisture or loose components was observed inside pump. No intermittent issues were noted with the contacts. The reported intermittent power issue was not duplicated during testing. Unrelated to the complaint, the display was found to be faded and discolored and difficult to read. A new test screen was inserted and the display illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.